Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced bleeding and developed a hematoma at their impella access site follow implant. A unit of blood was transfused, and pressure was held at the site to manage to condition. Roughly four days later, a thrombus was identified in the patient's left ventricle. Due to the noted condition, the decision was made to explant the pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombus issues has been completed since the original report was filed. The product was not returned for investigation. The root cause of the access site bleeding was most likely due to patient condition since hematoma and bleeding was occurring at multiple sites. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.